Event description:
It was reported that post implant procedure through x-ray, the physician saw that all the leads had pulled back. The right ventricular (rv) lead slack was put back and is still in use, and the left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead, (B)(6) 2014; 4473 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.